Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick ( stress marks).

Event description:
Healthcare professional reported rupture against the right device. Device is explanted and replaced.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture against the right device. Device is explanted and replaced.